Event description:
It was reported that the patient¿s catheter was broken as detected by x-ray on 2011 (B)(6). The location of the issue was noted as the distal segment spinous process l4/5. At that time the device system delivered compounded baclofen which was noted to be 600 micrograms/milliliter at 73 micrograms/day. The drug was then titrated down to 300 micrograms/milliliter at 14 micrograms/day. The patient experienced no symptoms. Saline was now currently in the pump and the elective replacement indicator was to occur in two months. Surgical intervention did not occur and the catheter segments were left in the intrathecal space. The caller wanted and was to program the pump to off state. The patient was reported to have recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).